Manufacturer narrative:
The manufacturer was informed that the curved rod broke a year after implantation. Multiple attempts were made to receive more data regarding the event. The reason for the breakage of the involved device is unknown since information regarding the involved device, the case and patient, as well as the case x-rays, were not available. It is noted, that breakage of rods is known and documented in the literature [1] especially in oncology patients in which fusion is not performed. Carbofix intends to continue investigating this case by trying to retrieve more information directly from the surgeon. Lumbar transpedicular implant failure: a clinical and surgical challenge and its radiological assessment asian spine j. 2014 jun; 8(3): 281-297.

Event description:
A year after implantation in an oncological patient in (B)(6), the curved rods broke and were replaced in a revision surgery.